Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided.

Event description:
The customer from (B)(6) reported that within 10 minutes, he obtained blood glucose readings of 25.6 mmol/l and 19.9 mmol/l with the contour xt meter. The customer performed a repeat testing with the alternate contour xt meter and obtained a reading of 7 mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned both suspected contour xt meters and contour next test strips from lot # 0apef08b for evaluation. The returned meters were tested with the returned test strips using a blood sample, which gave a satisfactory performance.